Manufacturer narrative:
Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The device was returned to livanova (B)(4) and the issue was confirmed after a 10 minute test-run. The root cause was identified to be a bad connection at the con7 connector between the switching power supply and the (B)(4) board. The black wire was not properly seated. The wire was re-seated and a subsequent test-run and a technical safety inspection were performed without issue. The device was returned to sorin group (B)(4).

Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the sorin s5 system. The incident occurred in (B)(6). (B)(4). Sorin group (B)(4) received a report that the ac power of the sorin s5 system was not functional and an error message was displayed after first power on during incoming inspection. There was no patient involvement. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The device has been requested for return to sorin group (B)(4) for investigation. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the ac power of the sorin s5 system was not functional and an error message was displayed after first power on during incoming inspection. There was no patient involvement.